Event description:
A 1.3 clamp paired with bell 1.1 and used on circumcision. Dr unable to achieve hemostasis. Peds surgeon called in and sutured bleeders. "Bovac" used. Hemostasis maintained throughout remainder of hospitalization.